Event description:
The customer reported that the system had no image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube and high voltage cable were replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.